Manufacturer narrative:
Inratio precision data provided by end-user lot #070131; first test inr = 5.0, second test inr = 4.3, mean = 4.65; sd = 0.49; %cv = 10.6%. First test inr = 3.2, second test inr = 2.4, mean = 2.80; sd = 0.57; %cv = 20.2%. First test inr = 3.6, second test inr = 4.0, third test inr 4.0, mean = 3.9; sd = 0.23; %cv = 6.0. The %cv is greater than 20% for the second set of data. The %cv for the first and second set of data is less than 20%. Per internal procedure, the precision fails criteria for precision. The test is considered not precise and further testing is required at this time.

Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 5.0, second test inr = 4.3; first test inr = 3.2, second test inr = 2.4; first test inr = 3.6, second test inr = 4.0, third test inr 4.0.